Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no irregular bolus delivery requested. There were two back to back cartridge change sequences completed on (B)(6) 2018. Basal rates were lowered throughout the week. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) in the 20's to 30's (mg/dl). Bg was addressed by the customer's wife administering a glucagon injection and bg increased. Reportedly, the customer had a seizure. Emergency medical technicians were called; however, no additional treatment was performed. The cause of bg was unknown and the customer's wife declined troubleshooting with tandem's technical support. Reportedly, the customer reverted to manual injections as alternate insulin therapy.